Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated the machine was just suctioning air and caused irritation. It also caused sores in her vaginal area. She thought it was a combination of the urine and the rubber which caused the irritation. She stated she avoided using the machine due to this. The patient also stated the patient hose kept popping of. It was unknown if the patient received intervention for the sores.

Event description:
It was reported that the patient stated the machine was just suctioning air and caused irritation. It also caused sores in her vaginal area. She thought it was a combination of the urine and the rubber which caused the irritation. She stated she avoided using the machine due to this. The patient also stated the patient hose kept popping of. It was unknown if the patient received intervention for the sores.

Manufacturer narrative:
Upon further review, bard/bd medical has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.